Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center was unable to confirm the customer's event. The unit passed all functional tests. Additionally, the unit was missing one leg and the housing has multiple minor scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gyrus pk-sp generator was found with one port not working. The subject device was in the customer's biomedical shop with a piece of tape over the one port that was not working. The issue did not happen during a procedure, and the customer was still able to use the device due to the other port being operational. There were no reports of patient harm associated with this event.